Event description:
This senior female adult with diagnosis of stress urinary incontinence was in the operating room (or) suite and prepared to undergo a cystoscopy and transurethral injection of bulking agent. According to the surgery report authored by urologist in anticipation of injecting the bulking agent transurethrally, the surgeon opened a coaptite 1 ml syringe. He then proceeded to prime the 22-guaze storz injection needle. The needle would not prime, the material apparently became lodged and obstructed within the needle. It made a lot of resistance, which is not typical and appropriate for this size needle and this material. He then used a separate coaptite syringe and attempted to prime a 21 gauge olympus sidekick needle. The needle would not prime either. Both syringes of coaptite were noted to be within an appropriate shelf life with evidence of expiration. Both came from the same lot number. The procedure was aborted as no other olympus sidekick needle was available.